Event description:
It is reported that the pt was revised due to the disassociation of the ceramic liner.

Manufacturer narrative:
Eval summary: surgeon eval and x-rays revealed that bone graft that was initially packed behind the acetabular shell during primary surgery had resorbed, causing the shell to migrate medially. This in turn may have caused the screws to sit slightly proud in the shell and push out the liner. Surgical notes were not provided; it is unk whether the components were implanted as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.